Event description:
It is reported by the mitek rep. That the surgeon was using a scope retrograde technique to insert a mitek clear cannula as an anterior working portal in the shoulder. A small piece of the cannula, approximately 2x3mm, was broken off of the cannula into the joint, presumably by the scope cannula. The surgeon tried to remove the piece with a grasper, but it was lost in the subcutaneous tissue. The surgeon tried for some time to locate the piece and repeatedly flushed the joint and the tissue with fluid. After significant effort to relocate and remove the piece, the surgeon finished the case and closed the portal. It is possible the piece was left in the shoulder.